Event description:
I received smith and nephew birmingham metal-on-metal hip resurfacing in (B)(6) 2009 (left hip) and (B)(6) 2009 (right hip) by dr. (B)(6) orthopedic specialists, (B)(6). I repeatedly expressed pain I was having in my left hip to my orthopedic surgeon. He diagnosed me as having bursitis. After continued unrelenting pain, I requested a metal ion blood test (B)(6) 2010, however, my orthopedic surgeon neglected to share results with me. In (B)(6) this year, still having the left hip pain, I remembers that I had the blood work and had never received results. Upon finding that I had high levels, I requested a repeat blood test at a qualified laboratory, to verify results: (B)(6) metal ion results: chromium - 27.8, cobalt - 85.4. June metal ion results: chromium - 40, cobalt - 83. Lab tests also showed elevated c-reactive protein levels. Upon review of the (B)(6) metal ion bloodwork results, I was told that I would have to have the smith & nephew metal-on-metal implants removed. An MRI showed I had a pseudo tumor on my left hip so my new orthopedic surgeon, dr. (B)(6) determined the left hip implant should be replaced first, we would then see if the metal levels decreased before deciding to revise the right hip as I've not had as much pain in the right hip. The smith and nephew implants were sent to a lab for testing. Dr. Implants noted that metal debris and fluid around the joint was removed during surgery and cell damage was noted. I am seeing a new internal medicine physician and two medical toxicologist at (B)(6). The toxicologists do not know as yet how/if to treat me for any add'l adverse events caused by the metal toxicity; I have nerve pain, thyroid and memory issues as well as pain along my left side. They are waiting to see if the metal levels decrease having the revision surgery completed on the left hip.